Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sep2016 so no UDI required. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate there was no speaker sound. A replacement device was already provided to the customer. Based on the information available and the testing conducted, the exact cause of the reported issue is unknown. The customer was provided with a replacement device to resolve the issue. If additional information is received the complaint file will be reopened.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.